Manufacturer narrative:
The initial failure description was that the rotaflow has displayed the error message "head error". No patient has been involved. The rotaflow pump system consists of the rotaflow console and the rotaflow drive. The rotaflow console is used for control and flow display. The rotaflow drive is the drive for the single use product. The drive is connected to the console via a cable. The reported "head error" can indicate errors in the console and / or the drive. A getinge service technician was on site on 2021-10-06 to repair the affected rotaflow (serial# (B)(6)). The technician confirmed the reported failure and replaced the rfc (rotaflow console) control board kit (material#70103.4051). The device is working as intended. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The product in question was produced in 2016-08-01. The review of the non-conformities has been performed on 2021-11-04 for the period of 2016-08-01 to 2021-11-04. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿ when reaching 1000 rpm (revolutions per minute). Complaint ID: (B)(4).